Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator has a broken right ventricular (rv) lead port and the device not functional. The product is expected to be returned for service. There was no patient involvement.